Event description:
A malfunction was reported on the pump, and it was noted that no significant events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and helped them complete the reset, after which the malfunction did not recur. The customer was informed to continue using the pump and advised to call back if the issue reoccurred.